Event description:
I had an 'ultherapy' treatment over 2 years ago which was extremely painful, felt like hammering on my face and ultimately caused severe nerve damage of my mouth. The following morning of the procedure I could not drink from cups nor pronounce the letters m, p, or b properly. I called the doctor's office immediately and was seen at their facility that day, given medication and was told it would go away in a couple days, it didn't. At some point the technician offered botox to balance out the severity, which I declined. I contacted ulthera who confirmed that nerve damage happens, but it's rare and that I would need to speak further with my doctor's office and was of no further assistance. Each time I contacted the doctor's office I was told it would go away; initially days, then weeks, then finally told it could take up to 6 months. The nerve damage was severe and looked like I had bells palsy for several months and the drop in my mouth was noticeable for 1.5 years when speaking and my mouth slanted at rest. I am better now, not perfect, there are still some issues when speaking and slight slant of mouth upon rest. I was also never informed nerve damage risks. I was told I would get a slight eyelid lift and the loose skin around my jowls would be greatly improved. There was never any improvement in volume on my face, ultimately the skin looked more deflated.